Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-sep-2020, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿micro usb charge port is loose and rattling ¿ failed battery charging bench test ¿ tm90 micro usb port/hub is visually damaged (micro usb port bracket broken and burnt l3 on charge board).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implantable pump. The indication for pump use was chronic low back pain and spinal pain. The patient¿s representative reported that the patient¿s communicator wouldn't charge. Per the caller, they charged it for 30 hours and it was still saying low battery. The caller confirmed the charging cord felt secure and they had tried other charging cords which did not resolve the issue. A replacement communicator was requested from the repair department because the communicator wouldn¿t take a charge.